Manufacturer narrative:
One cadd legacy plus pump was returned in used condition. No alarming messages was activated when infusing the pump. The pump passed the occlusion test which the results was in specification. Fluid ingression was found on the downstream occlusion sensor during the visual inspection, however. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a cadd® cadd® extension set had multiple issues. No patient injury.

Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in used condition. Visual inspection of the set found no discrepancies. Functional testing included use testing. No leak was detected during testing. Based on the evidence, the compliant was not confirmed. The root cause could not be identified.